Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2008. Due to persistent inguinal pain, the patient underwent a procedure on (B)(6) 2012. During that procedure, the suture used to fix the anterior part of the mesh showed to be twisted and embedded and was removed. The patient continued to experience pain and underwent another surgery on (B)(6) 2013 to remove the anterior fixation locations. Post operative, the patient experienced an inflammatory reaction of the bladder which resulted in the need for temporary self catheterization. The six weeks of self catheterization led to scar tissue that also caused pain. It was reported that the patient¿s pelvic floor has again prolapsed. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(6). It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2008. Due to persistent inguinal pain, the patient underwent a procedure on (B)(6) 2012. During that procedure, the suture used to fix the anterior part of the mesh showed to be twisted and embedded and was removed. The patient continued to experience pain and underwent another surgery on (B)(6) 2013 to remove the anterior fixation locations. Post operative, the patient experienced an inflammatory reaction of the bladder which resulted in the need for temporary self catheterization. The six weeks of self catheterization led to scar tissue that also caused pain. It was reported that the patient¿s pelvic floor has again prolapsed. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.